Manufacturer narrative:
Device evaluation: one (1) sample was received from p/n 67pfss40 l/n unknown. During visual inspection, a big tear was found on the cuff. 5cc of air was inserted into the unit as per leak and cuff symmetry test in order to see if the unit was able to inflate. When inflated the unit with air, the cuff was deflated. The customer reported condition was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical bivona flextend tracheostomy tube had a leak after sterile water was added to the cuff. The patient continued to have leak/problems ventilating. The trach was changed and it was noted that despite adding sterile water, the cuff was not inflating. No adverse patient effects were reported.